Manufacturer narrative:
Product event summary: the reason for return was not confirmed. The main board was working properly and passed incoming functional testing. The lower display was not readable, several pixel lines were missing. Also the battery contacts were visibly contaminated.

Event description:
It was reported that the facility could not fix or repair the external pulse generator (epg). It was noted there was a printed circuit board failure. The epg was returned for servicing. No patient complications have been reported as a result of this event.